Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was no pe noted prior to procedure. The physician performed transseptal puncture using watchman trusteer sheath and versacross connect system, however it was a challenging transseptal. On transseptal drop, the device always dropped to inferior immediately. Patient had long fossa, slightly rotated heart. A 27mm watchman flx pro laac was selected for use. There were multiple device recaptures and after the final implant deployment, effusion check was performed and one was noted. Effusion was discovered post sweep after deployment. The patient pressure was around 130 and dropped to 113 to 119 but remained steady on pressers. The physician decided to tap the patient to proactively drain and give protamine. 130 cc of fluid was drained and the effusion was resolved. The patient was hospitalized beyond standard care of time and now has been discharged. The patient fully recovered. The device is not expected to be returned for analysis (disposed). The patient was not under warfarin at the time, but it was under eliquis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.